Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump; external portion of driveline damaged. Specific component(s) involved: driveline malfunction; driveline with exposed wires at bend relief at controller. Causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system. Intervention(s): pump off, eventually explanted. Type: lvad.